Manufacturer narrative:
The customer has communicated the complaint sample will be returned to greatbatch for investigation. Once the investigation has been completed a supplemental medwatch 3500a form will be submitted. Complaint information provided by (B)(4). Report source foreign: (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure the locking mechanism is broken. The procedure was not affected and was followed successfully. There were no adverse events reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned incomplete to greatbatch for evaluation and the reported event was not confirmed. There was no breakage observed. The locking mechanism that locks the z-tube halves in place at the reamer attachment coupling end of offset reamer handle was checked for functionality. The mechanism could be locked and unlocked. A manufacturing review was performed and there were zero (0) discrepancies discovered. In summary, the reported event is not confirmed as the locking mechanism is not broken. No further investigation is required.